Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronics. The pump was received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture and would not turn back on. The customer's blood glucose level was 153mg/dl. The pump was dropped in the toilet. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.